Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer loaded the cartridge with cold insulin. Customer reloaded the cartridge to resolve the issue. Customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address low bg. Additionally, customer experienced an elevated bg level. Customer¿s continuous glucose monitor also read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address elevated bg level.